Event description:
The customer stated that she tested her blood glucose and received readings of 528 and 138 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust medication or allege any adverse events due to the readings. The meter and strips are to be returned for evaluation, and replacement products will be sent.